Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. At 1534, the result from meter serial number (B)(6) was 395 mg/dl. The operator did not believe the result to be accurate. At 1539, the result using meter serial number (B)(6) was 477 mg/dl. The operator did not believe the result to be accurate either. At 1543, the result using meter serial number (B)(6) was 143 mg/dl using. The operator believed the 143 mg/dl result to be accurate.

Manufacturer narrative:
Passing quality controls were run on both meters within 24 hours of the event. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
As no product was returned, further investigation was not possible. The investigation did not identify a product problem.